Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who had trialed a spinal cord stimulation system. It was reported that the patient had the trial temporarily in 2014 and overnight, she fell and hit her kidney and something happened and she blew up with fluid. Her health care provider had to remove the trial because it was buzzing all over her body. The patient was reminded that her tissue is too spongy from preexisting weight loss from her gastric bypass and things are hard to attach to and the lead dropped 2 inches and hit a nerve. There were no further complications reported or anticipated.